Manufacturer narrative:
The account replaced the scale micro board to repair the bed. Cause of the smoke is unk.

Event description:
The account alleged the bed was emitting smoke from the scale board in the foot panel.